Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a communication error. The reported technical error, which in itself will not affect ventilation, can be confirmed in the received device logs on two occasions two weeks apart. No permanent problem was found by the investigating biomed and it was later reported by the biomed that the unit had been in service for some time with no errors. No part was returned. The cause of the reported technical error has not been determined.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1909mcc0780.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating a communication error. The patient involvement is unknown. (B)(4).